Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
The customer reported machine is not switching on. There was no reported pt involvement/adverse pt impact.